Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 30. On (B)(6) 2025, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and swelling. No further patient complications were reported.